Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high over the past week and did not know why. The blood glucose ran up to 400 mg/dl. The customer treated with a manual injection and insulin pen. Insulin exited with a manual prime and no air bubbles or leaks were observed. The insertion site was not sore or irritated. The time and date were correct and the bolus wizard and basal rate settings programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer was unable to perform a high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.